Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: at 1152, mckenzie (rsn) and I double checked the cytoxan and both witnessed the dripping of cytoxan before we both exited the room. At 1300 I returned to the room and assisted pt with toileting. Upon looking up at the chemo line I saw that that the cytoxan bag was almost still full and that the ns (secondary bag) was empty and there was air in the tubing below the channel (the channel had not beeped to stop the channel). I stopped the infusion and alerted mckenzie. She suggested that I reach out to the pharmacist, arsheeta kumar to see about making a new bag of chemo as only 50-75 ml had infused. She suggested that I make a new line and reuse the existing bag of chemotherapy. I did this and lyndsey and I took down the original defected line and used a new line to which I attached the chemo secondary to. We restarted the infusion at 1348 and the line was working well. One thing noted on the original hanging of the chemo was that the backflush of the chemo secondary line was very slow and when we did the back flush the second time it flowed well and brisk. Maybe the chemo port that attaches to the tub had a problem.